Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: missing coil (left)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test(s)". The patient's medical history included overweight, multigravida, grand multiparity ((B)(6) 1999, (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2019.), miscarriage and premature delivery. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy- rash"), psychological trauma ("psych injury"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("vag. Infect"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("headaches"), mood swings ("hormonal changes describe: mood swing"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urticaria ("hives"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and arthralgia ("joint aches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, back pain, abdominal pain, dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, alopecia, weight increased, migraine, headache, hormone level abnormal, mood swings, vulvovaginal mycotic infection, urticaria, dyspareunia, vaginal discharge and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 8. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 290 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant correction: event device migration updated to serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: missing coil (left)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test(s)". The patient's medical history included overweight, multigravida, grand multiparity ((B)(6) 1999, (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2019), miscarriage and premature delivery. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy- rash"), psychological trauma ("psych injury"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("vag. Infect"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("headaches"), mood swings ("hormonal changes describe: mood swing"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urticaria ("hives"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and arthralgia ("joint aches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, back pain, abdominal pain, dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, alopecia, weight increased, migraine, headache, hormone level abnormal, mood swings, vulvovaginal mycotic infection, urticaria, dyspareunia, vaginal discharge and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 8. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 290 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test(s)". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy- rash"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, back pain, abdominal pain, dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, alopecia, weight increased, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported injury to herself was replaced with new events added- pelvic pain, abdominal pain, dysmenorrhea, back pain, rash, psych injury, migration, uti, vag. Infect, hair loss, weight gain, migraine, headaches, hormonal changes and she did not undergo essure confirmation test(s). Essure insertion date updated. Reporter¿s information and patient¿s demographic details were added.